Event description:
It was reported that: "multiple thrombosis, malfunction, unusually frequent catheter infections. Insertion of a new catheter if malf unction. Antibiotic therapy in case of infection." No specific event or patient details were available.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for analysis. Signs of use in the form of biological material were observed. Visual analysis of the catheter did not reveal any obvious defects or anomalies. The catheter length from the juncture hub to the distal tip measured 125mm, which is within the specification limits of 122mm-126mm per the catheter product drawing. The catheter body outer diameter measured 1.24mm, which is within the specification limits of 1.24mm-1.30mm per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to the returned catheter and flushed. The water passed completely through the catheter with little to no difficulty. Performed per IFU statement , "maintain catheter patency according to institutional policies, procedures and practice guidelines." The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "clinicians must be aware of complications/undesirable side effects associated with arterial procedures including, but not limited to: septicemia; vessel wall perforation; thrombosis; embolization; hematoma; arterial spasm; tissue necrosis; hemorrhage; peripheral ischemia and infarction; peripheral nerve injury; air embolism; site infection; cellulitis; catheter related bloodstream infection (crbsi)". The report of a patient/user complication could not be recreated through complaint investigation. The returned catheter met all relevant visual, dimensional, and functional requirements. A device history record review, performed based on sales history, did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d1: brand name corrected to arrow arterial cath set: 18ga x 12cm. Section d4: catalog# corrected to sac-01218-pbx.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "multiple thrombosis, malfunction, unusually frequent catheter infections. Insertion of a new catheter if malf unction. Antibiotic therapy in case of infection." No specific event or patient details were available.